Manufacturer narrative:
Approximate age of device - 5 years and 4 months. Approximately 22 inches of the external/distal end portion of the percutaneous lead (lead) was returned for evaluation. Electrical continuity testing in the returned condition, as well as after removal of the outer layers, revealed no discontinuities, even with manipulation of the lead. Although there was significant damage to the outer silicone sleeve, the clear bionate layer showed no areas of damage. Severe breakdown of the metal braided shield was observed along the length of the lead segment, which appeared consistent with almost 5.5 years of use. Visual examination of the underlying wires revealed a small breach in the red wire insulation adjacent to the nipple housing of the distal metal connector, exposing the inner metal conductors. The observed findings appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the braided shield. Examination of the remainder of the lead revealed other locations of slight kinking and twisting of the wires as well as insulation abrasion; however, high potential (hipot) testing revealed no other areas of compromised wire insulation exposing the inner conductors. There were no reports of any low speed events or pump stoppages and the submitted log files showed that the pump speed remained above the low speed limit. However, the system had the potential for an electrical short-to-ground that could have resulted in an interruption in pump function if the exposed conductors of the red wire made contact with the braided shield while the lvad system was operating on the power module. Microscopic inspection of the returned lead segment revealed no areas of fractured inner wire conductors that would have caused the captured driveline fault alarms. The report that the patient continued to experience driveline fault alarms following the replacement of the external/distal end portion of the lead was confirmed based on review of the data recorded in the system controller log file following the percutaneous lead repair. The driveline fault data recorded in the log files showed the same motor phase affected on two different system controllers, indicating a potential wire conductor breakdown issue of the internal portion of the lead. The x-rays of the internal portion of the lead showed two kinks in the pump end bend relief area as well as an area of potential breakdown of the metal braided shield. It was reported that the healthcare professionals elected to place the system controllers on permanent silence mode for the audible driveline fault alarm. The patient remains ongoing on lvad support and no further pump-related issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. On 09/26/2016, it was reported that the patient¿s system controller indicated a driveline fault alarm. The patient was asymptomatic. The healthcare professionals cleared the alarm via the system monitor. It was reported that the alarm did not reoccur; however, there was concern regarding the state of the percutaneous lead as most of the external portion was covered with rescue tape. The physician requested a prophylactic, cosmetic external percutaneous lead repair. A submitted system controller log file was reviewed by the manufacturer¿s technical services representative and it did not contain any low speed or pump stop events. X-ray images revealed some suspicious bends in the percutaneous lead internally. No images of the external portion of the percutaneous lead were provided. On (B)(6) 2016, technical service representatives replaced the entire external portion of the percutaneous lead with no issues. On 09/28/2016, it was reported that the driveline fault alarms reoccurred. A log file was submitted and was compared to the log files from (B)(6) 2016. A similar pattern in the percutaneous lead wire values in the driveline fault circuitry showed a potential issue. As of 10/07/2016, it was reported that the patient was discharged home with a non-grounded patient cable for use while on power module support. The system controller was placed on permanent silence mode for the driveline fault alarm. No additional information was provided.